Manufacturer narrative:
The device was evaluated in the field. Verified machine functions. Machine functioned correctly and alarmed appropriately. A serial number search in the complaint system found a previous customer experience with the issue of no audible alarm, no visual alarm, and device evaluation within 90 days of this event's notified date. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Hemodialysis clinic contact reported that during hemodialysis treatment, the patient¿s states the venous line blew out of the patients arm. There was no venous pressure alarm on the dialysis patient. Follow up with the clinic contact indicates that the patient experienced ~5cc of blood loss. The nurse was trying to administer iron through the venous port when blood started coming out of the venous blood line port. It was indicated that the nurse felt that the machine may have caused too much pressure. The patient¿s treatment was discontinued. There was no reported alarms on the machine which was pulled from the floor and schedule for service. Additional information was solicited.